Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the adhesive on bending section cover (a-rubber) is detached. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.